Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter questioned high elecsys troponin t stat assay results on two cobas 8000 e 801 modules. The customer provided questionable results for five patients. Refer to the attachment on the medwatch for all patient data. It was requested but unknown if the discrepant results were reported outside the laboratory. The customer performed sample testing on both stat and standard application settings.

Manufacturer narrative:
The samples were requested for investigation. The customer provided samples from one of the patients for investigation. Investigations of the patient samples determined it contains a high molecular weight interferent (igg) to a component of the troponin t hs assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."